Manufacturer narrative:
Occupation: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) prep for routine cath lab education, the hub broke from the sheath insertion dilator during assembly. The sheath and introducer were discarded before touching patient and the customer used an alternate sheath from a different manufacturer. They further stated that they assumed they broke the insertion dilator via error in assembly. Because of these circumstances, the issue was not reported to materials management within hospital. The iab insertion was completed with no further issues. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.